Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The active cord connected easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with a continuity tester and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device was placed through an endoscope at a worse case scenario in a tortuous path and the device deployed and retracted as intended. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states, "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Before using the acusnare, the instructions for use instruct the user to "securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit." Before using the acusnare, the instructions for use instruct the user to "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow accurate transfer of current. If an abnormality is noted, do not use active cord." The instructions for use states, "fully retract and extend snare to confirm smooth operation of device." Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional testing to ensure device integrity. Corrective actions: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook acusnare polypectomy snare soft. No heat was generated from the cautery cord connected to the cautery plug [difficulty with electrical current]. The staff checked all connections. They replaced the snare with another of the same device and completed the procedure. The staff determined that the initial device was faulty.